Event description:
During a peritoneal dialysis nurse's call for an unrelated swap request , the patient's nurse indicated the patient had an infection. Follow-up information obtained on (B)(6) 2010 from the patient's nurse confirmed the infection was peritonitis. The patient started on automated peritoneal dialysis (apd) with local (pd4) ambuflex in 2009. The nurse indicated that the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with this peritonitis episode. The patient's pd effluent was analyzed on (B)(6) 2010. The cell count showed 2860 white blood cells (leukocytes), the gram stain showed many white blood cells with a few (B)(6) in pairs, and the culture showed (B)(6). The nurse indicated the patient was treated with antibiotics and the peritonitis was ongoing and improved. The nurse stated the cause of the peritonitis was likely to be due to touch contamination and the patient was retrained on aseptic procedure. There was no allegation made against any of the patient's baxter solutions or disposables. The nurse also indicated the patient was diagnosed with a separate fungal peritonitis episode on (B)(6) 2010.

Manufacturer narrative:
The defective power supply main was provided for investigation. The root cause was determined to be build up of excess dust within the application. This led to the breakdown in an isolation barrier. Due to the damage on the pcb (printed circuit board) it was not possible to identify the exact location of this breakdown. A cleaning procedure for the power supply has been included in the half year analyzer maintenance procedure. Additionally, service documentation for the integra 400 analyzer has been updated to include a test procedure for the fans and replacement of the part fan assembly power supply main every three years. No patient results where affected and no one was injured by the incident.

Event description:
The user stated they were running samples on the integra 400 and heard "crackling sounds". The user saw flames from the rear of the instrument near the back of the ise unit. The flames lasted about 4-5 seconds and light smoke filled the room. No patient sample results were affected and no one was harmed in any way. The field service representative determined, there was a faulty power supply assembly. He replaced the power supply assembly, monitored the analyzer during start up and performed diagnostic checks with no errors. To verify the analyzer operation, the user ran calibration, qc and patient samples with no issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.